Manufacturer narrative:
This event occurred in (B)(6). This is the same event as 3010536692-2016-00224.

Event description:
Allegedly revised due to adverse soft tissue reaction to particles debris (right).